Event description:
It was reported that the primed bd ultra fine¿ pen needle failed to deliver insulin during the injection, and the non-patient end needle was found bent. Additionally, the consumer reported they did not visually check to ensure it was straight prior to use. The following information was provided by the initial reporter: "consumer reported her pen needle doesn't dispense the insulin completely and after removing the pen needle she notices the pen needle is bent on the non patient end. She doesn't visually test to see if its straight prior to the injection. She does the priming. She uses new pen needle for her injection each time."

Manufacturer narrative:
Investigation summary: customer returned (1) used 32g x 4mm bd pen needle without a tear drop label attached. Consumer reported her pen needle doesn't dispense the insulin completely and after removing the pen needle she notices the pen needle is bent on the non patient end. The returned sample was examined and exhibited a bent non-patient end cannula; no manufacturing defects were observed on the sample. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the clog and bent npe cannula is user error during pen needle attachment to the pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - the bent needle on the non-patient end of the cannula would be the cause for no insulin flowing through, hence the customer would think the needle was clogged (as reported). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the primed bd ultra fine¿ pen needle failed to deliver insulin during the injection, and the non-patient end needle was found bent. Additionally, the consumer reported they did not visually check to ensure it was straight prior to use. The following information was provided by the initial reporter: "consumer reported her pen needle doesn't dispense the insulin completely and after removing the pen needle she notices the pen needle is bent on the non patient end. She doesn't visually test to see if its straight prior to the injection. She does the priming. She uses new pen needle for her injection each time."